Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or interventions were performed the device, and it will be continued to be monitored. The patient was unknown.